Manufacturer narrative:
The device has not been returned to the MFR for evaluation, as the device remains in the pt. A lot history review (lhr) of rewj0445 showed no other similar product complaint(s) from this lot number.

Event description:
Background: pt, was inserted a PICC line on (B)(6) 2013 in (B)(6), oncology department for chemotherapy needs. The operator is newly appointed to the head nurse in (B)(6), before that, she worked in the international department, with 2-3 PICC catheter experience every month on the average. After the transfer, the number is nearly up to 10-15 pieces catheter. Catheter insertion: the nurse chose right median cubital vein and the process of insertion went smoothly. The whole length was 40 cm , with 5 cm outside the insertion site. Only using tape for secure, the nurse didn't use the white wing within the product package and statlock as well. X-ray showed the tip location is in good position. Catheter slipping in pt's body: during (B)(6) to (B)(6), the function of this catheter was good. There was no leakage complaint. On (B)(6), the nurse found the catheter was slipped into insertion site for 2cm, only with 3 cm outside the insertion site, but she didn't take it seriously. On the morning of (B)(6), when the nurse did regular maintenance, she found the catheter was apart from the connector and fully slipped into pt's body. X-ray shows the catheter was in the right atrial. After consultation with, director of cardiac surgery dept in (B)(6) hospital, on (B)(6) 2013, they did intervention cardiac removal surgery, doctors capture the proximal catheter, but in removing process, due to distal catheter wound of the tricuspid valve, the catheter can not be removed. For the sake of pt's own situation, ir doctors fixed the catheter with pt's right femoral vein to ensure that the catheter fixed in the body and pt safety. Further capture surgery was planned to arrange depending on the status of the pt. Nursing department in (B)(6), started to arrange meeting in all department to make sure that from now on, all the PICC should be fixed with the white wing.